Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) results generated by the coulter ac t diff analyzer for three different pt samples. The samples were also tested on a different instrument in the customer's lab. Hgb results obtained from the ac t diff analyzer were lower when compared to hgb results generated by the different instrument. The results obtained from the different instrument were considered correct. The hgb results from both instruments were printed with "l" flags. (L=result is lower than the low pt sample limit). The erroneous results were not reported out of the lab. Based on info provided, there was no impact to pt treatment.

Manufacturer narrative:
Qc is run once per day and was run before the event. Qc was not performed after the event. A field svc engineer (fse) was dispatched to the customer's lab: the fse replaced 2 bath drain solenoid valves, verified and validated the instrument. Although the fse addressed hardware issue, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.